Manufacturer narrative:
Balt USA reference: #8245 an evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250501538 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "physician was performoing an mma embolization. He requested the 2x12 mini. He placed the 2x12 and went to detach. He was given a green light and pressed the button to detach. Upon pulling back noticed it was not detached. He tried 4 more times; it gave the green light every time and made audible noise of a successful detach but would not detach. He then pulled the coil to replace it with another. He pulled the coil out slowly and smoothly as was coached. The coil entered the sl-10 3/4 of the way and then detached from the pusher wire. We were unable to advance the wire to push out the coil. We had to remove the sl-10 back into the vecta 46 then push the coil out of the vecta 46 with an 035 wire." Incident report form submitted for this complaint indicates that no patient injury was sustained.